Event description:
As reported by (B)(6) affiliates, at the final stage of the deployment of a 29mm sapien xt valve through tf approach, the balloon ruptured. The valve was assessed and appeared fully opposed and expanded, with no paravalvular leak (pvl) noted. No post bav was considered. The system was retracted but the remains of the ruptured delivery system balloon became snagged on the sheath tip and were unable to be retrieved. It was attempted to remove the sheath first by pulling it down the length of the delivery system to the proximal handle and then remove the rest of the delivery system through the access site. Only part of the balloon came free and the distal portion remained in the vessel. The balloon material present outside of the access site showed a circumferential tear. The visible portion of the balloon was cut away and a vascular surgeon was called to remove the rest of the balloon through a cutdown. The remaining portion of the balloon was completely removed. However, the balloon resulted in occlusion of the common femoral artery (cfa). Extensive collateral arteries that supplied blood flow to the distal limb was seen on angio and no further interventions were performed. There were no residual problems and the patient was transferred to the ward. The patient¿s native valve/leaflets and aortic root had severe calcification. The patient¿s native annulus diameter is 26mm. The patient¿s access vessel has mild calcification and mild tortuosity. The patient¿s minimum luminal diameter (mld) was 8mm.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. According to the instructions for use (IFU), cardiovascular complications, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, the cause of the balloon burst can be attributed to the patient¿s severely calcified native valve/leaflets and aortic root. Because a portion of the ruptured balloon remained in the cfa, an occlusion occurred. Collateral arteries that provided blood flow to the affected limb were observed. Therefore, no further intervention was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. The most relevant work orders for the failure mode reported were reviewed and did not reveal any issues that could have contributed to this complaint. As part of the manufacturing process there are 100% inspections in place that are intended to detect any non-conformances that could contribute to a balloon burst or withdrawal difficulty. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint.